Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that upon removal of sensor, the electrode was missing and it was not certain if it was left in the body. It was reported that sensor needle appeared slightly bent before insertion and when inserted, sensor did not work. Customer was advised to contact hospital if it was uncertain that sensor was still in the body.